Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, analysis of device records could not be performed as the lot number is unknown. Review of all provided information concluded that there is no evidence of a product defect or deficiency. This is the final report that will be submitted associated with this incident and device. No additional action is required at this time.

Manufacturer narrative:
If implanted, give date: exact date not known. Was implanted mid to late 2014. Additional information will be reported upon further investigation of event details.

Event description:
It was reported that a virage closure top backed out postoperatively. The patient was initially implanted with virage from c2-t4. Approximately 2 to 3 months after the initial surgery, imaging revealed that one closure top had come loose at the bottom of the construct. The patient was asymptomatic. No revision surgery has been performed to date, and the patient has been reported to be doing well and has fused. Additional information has been requested but not yet received.